Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that a field representative expressed concern regarding a yellow alert indicating cardiac resynchronization therapy pacing below 90 percent and possible loss of capture (loc) of this left ventricular (lv) lead. Technical services (ts) reviewed the presenting electrogram (egm) associated with the event and observed intermittent loc. Ts indicated that the finding could be related to a positional threshold issue, as the threshold test was performed while the patient was sleeping. Ts recommended positional testing, obtaining an x ray to assess lead stability and programming an appropriate safety margin. An additional episode was reviewed, and no evidence of loc was observed. The field representative reported that, because only one episode demonstrated loc, the lv output was increased. No adverse patient effects were reported. This lv lead remains in service.